Event description:
Customer reported vomiting, feeling sick, and having an accelerated heartbeat and chest pains. Blood glucose level was 24 mg/dl at the time of the call. Paramedics were called, but customer was treating in the mean time with honey, fruit, juice, and glucose gel. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).